Manufacturer narrative:
Device evaluation: the monopolar curved scissors (mcs) instrument was received and failure analysis found the instrument to have blade damage at the base/mid point of the blade. Both blade edges were indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. There was no missing part from the blade although there was a strong dent in the blade.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument has not been received for failure analysis evaluation.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument had a tiny piece missing from the scissors blade. A fragment fell into the patient and was removed during the same procedure; the small fragment piece was found and immediately removed with suction. The instrument was inspected prior to the operation. The procedure was completed with no reported injury.